Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00387 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first clip failed to come out of the sheath. The second clip the same thing happened; the clip failed to come out of the sheath. The scope was noted to be in a retroflex position. The case was completed with a bsc gold probe device. A slight delay in the procedure was reported, but it did not exacerbate the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)